Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reported manufacturer number: 2017865-2020-23696. It was reported the patient presented for a biventricular implantable cardioverter defibrillator system implant operation. During procedure, the left ventricular (lv) lead exhibited high capture thresholds and the right ventricular (rv) lead could not be fixed in the myocardium. The physician decided to instead implant a dual chamber implantable cardioverter defibrillator. The lv lead was not used and the rv lead was exchanged. The patient was in stable condition.

Manufacturer narrative:
The reported event of unable to implant was not confirmed. Analysis was normal. No anomalies were found.